Manufacturer narrative:
Additional information: a1, a2, a3, b7, e3, h4, h6, and h10. H4: the lot was manufactured between july 7-10, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused. The infusion finished 8-10 hours earlier than expected time of 46 hours. The device contained fluorouracil dose quantity sufficient to 230ml 5% dextrose water. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.